Event description:
The customer reported that while setting up for a procedure, the jaws of the dissection were not closing properly. The surgical tech touched the active waveguide on the jaws and a piece of the waveguide disengaged from the device. There was no pt present when this occurred.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.